Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Estimated date of event. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other seven perclose proglide devices referenced are being filed under separate medwatch MFR numbers.

Event description:
It was reported that prior to an endovascular aneurysm repair (evar) procedure, suture placement was attempted in an unspecified vessel with a proglide device using the preclose technique. Reportedly, cuff misses occurred with eight proglide devices. The access site was 8f and what the sheath was upsized to during the evar procedure was not provided. The evar procedure was completed. The method of achieving hemostasis was not specified. There were no adverse patient sequelae and no reported significant delay in the procedure. The physician was reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.